Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted log file. The log file contained approximately 10 days of information ((B)(6) 2024 per timestamp). Beginning at 7:20:24 on (B)(6) 2024, the relative state of charge (rsoc) and voltage values of both cables began to decrease steadily while the controller was connected to the mpu, activating the low power hazard and power cable disconnect alarms. As the rsoc values approached ~0 volts at 7:20:28, a no external power alarm activated. The no external power alarm cleared shortly later at 7:21:40, when the controller was reconnected to 14v battery power. This sequence of events appears to be consistent with a loss of ac power to the mobile power unit. While external power was lost, the backup battery provided power to the system as intended and the pump maintained a speed within the expected range. Available information indicated that the mobile power unit (serial number: 20307845) was not functioning despite changing batteries, manipulating the cord, and trying multiple outlets. Multiple attempts were made to acquire information regarding the potential return of the product, but no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number 20307845, showed the device was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (including no external power and low voltage) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) (rev. C) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook (rev. D) section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) (rev. C) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: the primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) died on the morning of (B)(6) 2024 at 07:20 which resulted in the patient having no external power. Log files were submitted for review and captured a series of no external power events that appeared to be caused by the power to the mpu being briefly interrupted. Low voltage and no external power alarm occurred at rehab facility. Clinical was there doing an education session so that technical services could help troubleshoot. The mpu was not functioning despite changing the batteries, manipulating the cord (locking mechanism intact) and trying multiple outlets. No lights or sounds were able to be produced with troubleshooting. The nursing staff reported that the alarms occurred as the staff put a blood pressure cuff around the patient's arm. There was no way to verify but the clinical specialist noted it could be a possible electrostatic discharge (esd) event which was isolated to the mpu. The patient was brought into clinic and log files were sent.